Event description:
During a review of an article regarding vns therapy for pediatric epilepsy pts, it was reported that a male pt died from upper airway obstruction when he was left unattended eating solid foods 2 months following initiation of vns. It was noted that the death could not be clearly attributed to vns as the child was left unsupervised with solid food. Attempts to obtain add'l info are underway.

Manufacturer narrative:
Rossignol, e., et al., vagus nerve stimulation in pediatric epileptic syndromes, seizure: eur j epil (2008), doi 10.1016/j.seizure.2008.03.010.